Event description:
It was reported that the customer was hospitalized due to high blood glucose of 419mg/dl. The caller stated that she also had stomach flu. The events leading to her admission was diabetes ketoacidosis, urinary tract infection, and dehydration. Troubleshooting was performed. The blood glucose reading at time of call was 144mg/dl, and her blood glucose was treated with the insulin pump and 8.0 units of insulin. The time, date, and bolus wizard settings were correct. Assisted the customer to run a manual prime test and the insulin did exit. Performed the high pressure test and self test and they passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.